Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated two opened/used reservoirs. Inspected the reservoirs, snap-caps and septums for anomalies. None were found. Ran the occlusion test as follows: the reservoirs were filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into the insulin pump and performed the manual prime. Visual fluid flowing through the infusion set and out the catheter tip noted. The reservoirs were not occluded.

Event description:
The customer reported that two of his reservoirs were not working in that he was receiving no delivery alarms with his insulin pump while filling the tubing. The customer's blood glucose was 34 mg/dl, which he was treating with orange juice. The customer stated the alarm was resolved by a complete set change. The customer's blood glucose rose to 72 mg/dl. Nothing further was reported.